Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse verified the analyzer resumed normal operation. Patient weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their dxc 600i clinical chemistry analyzer. The customer repeated the patient samples on another dxc analyzer and results were higher. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for seven (7) patients.